Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. There were no lot number and also no physical sample or photos available of the reported defect. Reported defect cannot be verifieda review of the monthly report ((B)(6) 2024) for advate bjii was also performed relative to the subcategory "no diluent transfer". The complaint rate for 2024 is approximately (B)(4), 2023 (B)(4) and 2022 (B)(4).d2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
Report received from cognizant (B)(6) 2024: per accredo rn: when she was at the patient's home yesterday she could not get the fluid to go into the powder to activate it from one of the (B)(4) units vials that were recently sent to patient. Consent to contact patient and hcp: no.